Event description:
Customer reportedly obtained a result of 221mg/dl on the advantage system and 100mg/dl on a professional device within 10 minutes. During an add'l comparison, customer reportedly obtained a result of 221mg/dl on the advantage system and 117mg/dl on the professional device within 10 minutes. No action was taken based on suspect device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.